Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery defects were found.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the patient experienced blood glucose (bg) of hi on the meter (over 33.3 mmol/l) and was brought to the ER. The patient's bg was reportedly 33.1 mmol/l at 1:30 pm, hi at 2:10 pm and the patient delivered a correction injection. The blood glucose began to decrease to 26.1 mmol/l at 2:40 pm, and 16.3 mmol/l at 4:30 pm and eventually resolved to 14.2 mmol/l. The family member reported that the patient's bg has been elevated in the evenings and rates were adjusted per hospital (B)(6) prior. The family member confirmed that the settings were correct. The patient reportedly gained some weight but the family member was unsure of the amount. Troubleshooting indicated that all settings were correct and there was no indication of a product malfunction. Customer support indicated that the bg excursion was likely due to bad insulin or a site issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.